Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the tibial articular surface provisional (tasp) was discovered to be cracked during disassembly by the surgical technician after surgery.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Visual inspection of the returned tibial articular surface provisional (tasp) confirms that tasp is fractured on both the medial and the lateral sides of the post. The device was manufactured in july of 2014 and had an approximate field life of two (2) years and two (2) months with an unknown frequency of use. Review of the device history record and receiving inspection reports identified no deviations or anomalies. The complaint is considered confirmed as the returned tasp was fractured.the likely condition of the part when it left zb control is considered conforming based on the product's field age and the DHR review. This device is used for treatment. Previous investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue.